Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure, after advancing the stent into the coronary vasculature, the stent placement on the delivery system was questioned. The stent was removed through the guiding catheter, contrary to instructions for use and it was inspected outside of the patient. The stent was found to be loose on the stent delivery system. No patient injury was reported. No other information was provided. This event is being reported based on investgation analysis of the product.